Event description:
The pt tested her blood glucose on the suspect device at 7am and it was 182 mg/dl. Her husband gave her 70 units of 70/30 and 3 units of regular insulin. At 11:50am, she was weak, shaky and almost incoherrent. The paramedics were called. They tested her blood glucose on their device and it was 32 mg/dl. Her husband tested her blood glucose on the suspect device and it was 94 mg/dl.. She was given oral glucose and juice. After 10 minutes, the paramedics retested her blood glucose on their device and it was 49 mg/dl. At the same time, her husband retested her blood glucose on the suspect device and it was 132 mg/dl.